Event description:
Two of the self-tapping variable angle screws implanted with a vectra plate were noted as backing out on x-ray. No revision is scheduled and surgeon plans to monitor the patient closely.